Event description:
Additional review indicated the info in both MFR report #3007566237-2012-00361 and MFR report #6000153-2012-00041 pertains to this manufacturer's report. Any additional information will be reported in this report.

Event description:
It was reported that during an implant procedure, electrode 4 on the lead (proximal section) was not "perfectly straight" (visible angulation approximately 4 mm). The physician did not use the lead noting that the subthalamic nucleus was too small and that a lead with a bend could locate to a different point target. A new lead was then implanted. No patient injuries were reported and the surgery was completed with no issues.